Manufacturer narrative:
The sofia aspiration catheter and a portion of the thread-like thrombus were received for evaluation. Damage was found along the distal end of the catheter and kinks were found along the shaft. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification. The thread-like material was analyzed with ftir and found to be gelatin. Gelatin is not used during the manufacturing process of the catheter. The source of the material is unknown.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies death as a potential complication associated with use of the device.

Event description:
It was reported that during a thrombectomy the microcatheter was advanced with resistance due to cervical kinking. The microcatheter was advanced through the sofia during the second maneuver, however, resistance was again encountered distally. Recanalization was achieved, but there was remaining occlusion distally with complete closure of the vessel. The surgeon reported a thread-like, elongated elastic material in the distal ica, which he described as a thrombus. The material was inspected by the hospital and determined to be "organic," but its origin has not yet been evaluated by the manufacturer. It was reported that the patient later passed away.